Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the device and this right ventricular (rv) lead were suspected to exhibit a loss of capture after delivering anti-tachycardia pacing (atp). This rv lead remains in service. No adverse patient effects were reported.